Manufacturer narrative:
The customer called back for troubleshooting on 3/17/2017. She did troubleshooting with customer service and stated that the pump had suction on both sides. The customer was still being treated for mastitis and on the antibiotic dicloxacillin for 10 days. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer report on 03/15/2017 that she was having trouble with her pump in style breastpump emptying her breasts. She was fitted with shields and there did not seem to be any other issues with the pump but she was concerned because she has already developed mastitis.